Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed along with a concomitant atrial fibrillation ablation procedure. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged one day post implant. One month post procedure the patient died due to a cerebral vascular accident.